Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was inspected and a spline was observed twisted with squashed rings. Catheter packaging was not returned for analysis. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed since the spine was observed damage however, no manufacture issues were identified that might be contributed to this issue. There are multiple verification and inspections points reviewing the device configuration (including the revision of the splines), electrical tests where all the rings are measured and dimensionally verified. Additionally, the packaging material (tray) has a cavity that assures that all the spines will be free of damage after the packaging and it is visually appreciated after tray closure. The root cause of spline damage cannot be related to the manufacturing process since the is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter for which biosense webster¿s product analysis lab has identified electrode damage. It was initially reported by the customer that when the pentaray nav high-density mapping eco catheter was pulled out from the package, one of the splines was noticed to be bent. The catheter was replaced and the issue resolved. There were no patient consequences. The customer¿s reported issue was assessed as not reportable since the potential that a ¿bent¿ could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 2/12/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found spline d to be contorted, however, this was not considered to be MDR reportable. On 2/24/2020, during a second visual analysis found a spline twisted with squashed rings without the polyurethane (pu) border. The packaging was not returned. These findings were reviewed and assessed as MDR reportable for the damaged electrode (squashed rings). This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 2/24/2020 and reassessed this complaint as MDR reportable.